Event description:
The customer reported the extension set came apart. No pt harm or medical intervention required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
Internal file no: (B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.